Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "inability for the sapphire to deliver the dose in anything less than 0.1 ml/h increments, the patient was experiencing swings in b/p. It was reported that a very critical micro premie baby weighing (B)(6) was on a dopamine drip (concentration 800mcg/1ml) with an unknown initial dose rate. Due to patient's state of edema/fluid overload and glucose levels, the concentration had to be increased to 1600mcg/1ml. Upon titrating dose rate (at one point got up to 12 mcg/kg/min) nurses and physicians noted that because of the inability for the sapphire to deliver the dose in anything less than 0.1 ml/h increments, the patient was experiencing swings in b/p. Customer is aware that pump cannot infuse rates in anything to the 100th place and is going to remove the device from the patient and replace it with a syringe pump. They would still like the pump investigated to ensure there was no malfunction. Type of drug: dopamine. Delay in therapy: unknown. Need for medical intervention: unknown. Patient involvement: yes. Death / serious injury: no."

Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical. Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "inability for the sapphire to deliver the dose in anything less than 0.1 ml/h increments."